Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle the plunger was difficult to move. The following information was provided by the initial reporter and translated to english. The customer stated: "when the blood gas was drawn from the patient, it was found that the arterial blood collector bolus could not be twitched. It was replaced."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw water, and no issues were observed relating to unable to pull plunger as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode unable to pull plunger. Bd was not able to identify a root cause for the indicated failure mode.